Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; air/water cylinder and suction cylinder had no color; plug unit and scope connector case unit both had corrosion due to water leakage; due to damage on air/water tube, water tightness was lost; due to a crack on distal end, water tightness was lost; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; due to dirt on objective lens, foggy image occurred; light guide protector had a cut; objective lens and light guide lens both had a crack; and the connecting tube had a wrinkle.the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had image disturbances. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air/water tube and air/water cylinder had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing caused by damage to distal end. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.